Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the caregiver on (B)(6) 2011. The caregiver stated they had discarded the sample and it was no longer available. No patient injury or medical intervention was reported. This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding the home choice system error 2240, this error occurred during dwell 3 of 4. The technical service representative assisted the home patient (hp) to disconnect and cycle power and then advised them to call the nurse in the morning for therapy guidance. The hp elected to save the supplies. (B)(4) contacted the caregiver on (B)(6) 2010. The caregiver stated the following: nothing was noticed with the supplies and manuals were used to complete therapy the next day. The sample was available and requested and the lot number was unknown. The nurse was contacted regarding the event and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device has been requested for evaluation, but has not yet been received. A follow-up report will be submitted should the device be received.